Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced intermittent audio output and an adverse event on (B)(6) 2016. The patient was taken to the hospital after hitting a low of 37mg/dl and not waking up. The patient was taken to the hospital by the paramedics and treated with an IV solution for a few hours, then sent home that same day. Patient's wife stated that the receiver did not alert to the low event. Additionally, the patient's wife tested the receiver's alerts and the high alert did not produce audio but the low alert was audible. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)